Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited noise and oversensing. The oversensing resulted in pacing inhibition for greater than 2 seconds on the rv channel. Additionally, chronic high rv threshold measurements were observed. It was reported that the patient underwent a mitral valve implant one day ago. Boston scientific technical services (ts) discussed the potential of the noise being recorded during the procedure or cat scan that was taken the day following the valve implant. The device was programmed doo and a lead revision procedure was going to be considered. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician plans to continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device and right ventricular (rv) lead exhibited continued high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the physician planned to schedule an rv lead revision procedure on an unknown date in the future.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an invasive procedure was performed. The rv lead was surgically abandoned and replaced and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.